Event description:
Increased intraocular pressure (intraocular pressure increased). Blurred vision (vision blurred). A physician reported that 8 pts developed increased intraocular pressure with the use of healon 5 (hyaluronate sodium) during cataract surgery. This is the report of the sixth pt. A pt experienced a postoperative intraocular pressure increase in the left eye of 24 mmhg after cataract surgery in 2001. One day after surgery, the pt intraocular pressure was 54 mmhg. The pt underwent paracentesis and received topical medications to reduce the intraocular pressure. As of sept 2001, the visual acuity in the left eye was 20/30 and the intraocular pressure was normal. On an unspecified date, the pt also expeienced blurred vision which did not require intervention. See also healon 5 report #2002088624us, 2002088640us, 2002088658us, 2002088662us, 2002088669us, 2002088696us and 2002088706us for similar reports by the same source. Case comment: increased intraocular pressure is a listed in the core data sheet. The most common cause of this event is inadequate removal of the viscoelastic material used during cataract surgery. Blurring of vision could be a consequent of the high iop which was recorded to be in the region of 54 mmhg. Blurred vision is unlisted in the cds.